Manufacturer narrative:
Concomitant products: product ID neu_perc_extension, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension; product ID 388928, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 388928, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID neu_perc_extension, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension. (B)(4). Analysis of percutaneous extension reveals continuity acceptable circuits 0-2 and circuit 3 open. Number three setscrew block was twisted and the conductor wire was broken at the weld site due to overstress/damage. All conductor wires broken at the proximal end of the medial segment due to overstress/damage. No functional test of medial segment due to condition of the lead. A cut was also noted. The lead was not returned for analysis yet.

Event description:
It was reported that the lead was implanted on (B)(6) 2014 and explanted on (B)(6) 2014. It was reported that the external part of the lead wire got caught on something and was damaged. The lead was reported as breakage. There was no patient death and no patient injury as of reported event date. It was noted that the patient recovered without sequela.